Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 16 mm graftmaster is being filed under a separate medwatch report. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Hemorrhage is listed as an observed or potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects that ultimately lead to the patient requiring surgery. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. As a search of the device lot history record indicated no nonconforming material records for the lot and a search of the complaint database indicated no other incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that a perforation was located in the mid left anterior descending artery (lad). Both a 3.0 x 16 mm graftmaster stent and a 3.5 x 16 mm graftmaster stent were unable to cross to the perforation. The patient was sent to surgery for a coronary artery bypass graft (CABG). No adverse patient sequela were reported. No additional information was provided.